Event description:
A consumer called to report that she has had blurred near vision following bilateral intraocular lens implant surgeries. She reports her distance vision is good. During a follow-up call on 01/29/2007, the implanting surgeon stated he had seen the pt twelve earlier and both lenses looked good. He mentioned the lenses appeared slightly decentered and he has recommended recentering the lenses when the pt is ready. MDR # 1119421-2007-00036 -- od (right eye). MDR # 1119421-2007-00037 -- os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested by fax and by mail on 01/10/2007. Phone follow-up was conducted on 01/16/2007 and 01/29/2007 with add'l info provided. To date, a completed questionnaire has not been received.